Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred. The information provided does not reasonably suggest the event may have caused or contributed to a death or serious injury of a patient, user or other person. If this event were to recur, it does not pose an incremental risk of harm to the patient, user, or other person. Therefore this event is deemed not reportable per 21 cfr part 803.

Event description:
It was reported that the interface between the needle and the syringe was found to be ruptured after opening two packages and connecting the syringe. This file addresses the second of the two packages.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebt2358 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the interface between the needle and the syringe was found to be ruptured after opening two packages and connecting the syringe. This file addresses the second of the two packages.